Event description:
It was reported that a minimum fill notification occurred when customer attempted to reload cartridge with less than 80 units of insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case, clean pneumatic tap area, and then was guided through properly filling and loading new cartridge, and issue was resolved when cartridge was successfully loaded and insulin delivery was resumed.